Event description:
It was reported that the patient presented with decrease in vision and lens posterior vault one month after implantation. Approximately two months post-op, the surgeon performed a yag procedure followed by vitrectomy and the lens was removed and replaced with a different model lens placed in the sulcus. The patient's current prognosis post iol exchange reported as, patient is happy. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.